Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that during a device changeout procedure for battery depletion, the device had a loss of pacing capabilities. The patient was then externally paced. It was further reported that the device had a power-on reset after use of the bovie. The device was removed and replaced. No patient complications have been reported as a result of this event.